Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 500's (mg/dl). Customer addressed elevated bg levels by changing site, drinking water, and delivering a correction bolus. Recommendation was made to discuss factors that may affect bg levels with health care provider.